Event description:
It was reported that a patient observed a leak in their patient line. As the leak was observed prior to use, the patient was not connected to the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received in an unopened pouch and evaluated. A visual inspection and functional testing were performed. The device was determined to have met all product specifications related to the reported leak. The reported event could not be verified through the evaluation of the device. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The sample was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.